Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided via medical records and from the investigation. The following sections of this report have been corrected/updated: a2 (age at time of the event), b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. However, medical records were provided for evaluation. Per review of the medical records, the patient presented with midsternal chest pain associated with shortness of breath. An echocardiogram performed approximately 3 years and 4 months post transcatheter aortic valve replacement (tavr) procedure showed an ejection fraction (ef) of 55% and moderate stenosis with an aortic valve area (ava) of 0.5 cm2. A cardiac cath was performed for further evaluation approximately 1 month later. The cardiac cath showed a mean gradient of 58.66 mmhg and indicated there was severe aortic stenosis. A transesophageal echocardiogram (tee) was performed approximately 1 month later and the tee showed there was supravalvular or subvalvular stenosis with an ava of 0.9 cm2. There was also a concern for a prior thrombotic event affecting the valve and the patient was started on warfarin with plans to have a repeat transthoracic echocardiogram (tte) performed in approximately 2 months. The patient was noted to not be a good surgical candidate due to heavily calcified aorta. Subsequently, approximately 3 years, 7 months and 16 days post tavr procedure, the 23 mm sapien 3 ultra valve was explanted and a new 19 mm surgical valve was implanted. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the sapien 3 ultra valves post-implantation have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events has historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the valve stenosis that resulted in the valve being explanted was confirmed based on the medical records. The available information suggests patient factors (atherosclerosis (end-stage renal disease (esrd) on hemodialysis (hd), hypertension (htn), hyperlipidemia (hld) likely contributed to the event as noted in the medical records. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards implant patient registry (ipr), approximately 3 years, 7 months and 16 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve was explanted, and a new 19 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.